Event description:
The previously reported possible stent thrombosis which occurred approximately 23 months post index procedure was located in the cx.

Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the rca and the lcx. Approximately 23 months post the index procedure the patient is reported to have suffered an mi, possible stent thrombosis and expired. It is unknown if the mi was related to the target vessels however the investigator has indicated that the events were possibly related to the study device.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (mi, stent thrombosis and death).